Event description:
It was reported by the patient¿s family member that during a magnetic resonance imaging (MRI) procedure that the patient started not feeling well and the patient¿s heart rate dropped 22 points. The family member questioned the implantable pulse generator (ipg) criteria with MRI machines and noted that no ipg programming changes were done prior to the MRI procedure. The ipg is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow up with the clinic found that the patient had been seen since the initial report and the device check found no issues with performance and no intervention or reprogramming was needed.